Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Degradation test results conducted on samples before releasing the product were 1.41 kgf in average and 1.20 in minimum and fulfilled b. Braun surgical specifications: 0.40 kgf in minimum. In the degradation test, threads are introduced in sörensen solution at 37ºc for 14 days. After this period the knot pull tensile strength of the thread is tested. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA/510k: k011375. (B)(4). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a potential monomend suture reaction. A veterinary center performed a cat spay on (B)(6) 2018 without complications. The cat was kept overnight which was standard procedure. The following morning, on (B)(6) 2018, swelling was noted at the incision site. The cat's stay at the center was extended to over the weekend for observation and during that time the incision site dehisced. It was confirmed that no other sutures had been used for the original surgery, and the cat had no known allergies or concomitant conditions. It was unlikely that an e-collar had been used overnight after the surgery because it was only used if the animal was seen licking the incision. The incision was then surgically repaired on (B)(6) 2018. Treatment included pain medication. Additional information was not provided.